Event description:
It was reported that on (B)(6) 2008 patient presented with left leg weakness status post fall. MRI indicated ¿mild degenerative changes in the lower lumbar spine. There is no critical central canal stenosis or neuroforaminal narrowing at any level within the lumbar spine.¿ on (B)(6) 2008 the patient presented in ER with right, lower back injury, back weakness, back numbness. MRI of lumbar spine indicated a ¿mild compression fracture of the t6 vertebral body. Probable small hemangioma in the t4 vertebral body. No critical central canal stenosis or neural foramina) narrowing.¿ on (B)(6) 2008 the patient presented in ER ¿lumbosacral strain¿. On (B)(6) 2008 the patient presented complaints of thoracic back pain and numbness. On (B)(6) 2008 the patient presented complaints of thoracic back pain. On (B)(6) 2008 the patient presented thoracic pain; referred to vertebral compression fracture. On (B)(6) 208 the patient presented with upper back pain as well as of left flank pain and weakness. A MRI that was performed of the thoracic spine area showed mild compression fracture of t6. A MRI of the lumbar area showed diffuse djd. On (B)(6) 20/08 the patient presented mid to low back pain, worsening pain; reference to t6 compression fracture. A thoracic spine CT demonstrated ¿¿no major fracture. This combination of findings leading to some kyphosis, but it does not appear to be acute or progressive.¿ ¿there is not much change from the (B)(6) 2008 study. ¿there are some mild degenerative findings of the interspaces, but they are not severe.¿ on (B)(6) 2008 the patient presented mid back pain, right outer thigh numbness, and pain that radiates to his ribs. On (B)(6) 2008 the patient reported to ER chronic back pain, thoracic, lower back and right leg pain. A thoracic spine MRI was performed which demonstrated ¿minor degenerative disk disease at l4-5 and l5-s1 and l2-3. Stable minor disk bulge with moderate bilateral facet hypertrophy at l5-s1, without significant spinal stenosis or neural foraminal narrowing. Slight disk bulge with mild bilateral facet hypertrophy at l4-5 without significant spinal stenosis or neural foraminal narrowing.¿ on (B)(6) 2008 the patient presented back pain; reference to t3-t7 compression fractures. On (B)(6) 2008 a thoracic spine CT demonstrated ¿overall not much change from previous MRI and CT dating back to (B)(6) 2008. There some kyphosis in the upper thoracic region. Many of the thoracic vertebrae are somewhat narrow dimension, but this is not changed. This is not accompanied by any canal stenosis.¿ on 10/16/08 a lateral thoracic spine CT demonstrated ¿an accentuated kyphotic curve centered at t7. Multilevel disc disease and osteophyte formation. Stable decreased height of several mid thoracic vertebral bodies. No spinal instability with flexion or extension given the limited range of motion.¿ on (B)(6) 2008 the patient presented thoracic back pain. On (B)(6) 2008 a whole body scan was conducted to rule out compression fractures in the spine. ¿no evidence of acute compression fractures in the spine. Remote healed compression fractures may be missed. Probable post traumatic change in the left 8th rib at its angle is most likely related to a fracture in this patient without a known history of cancer. Metastatic disease seems less likely.¿ on (B)(6) 2008 the patient presented upper back pain, left flank pain, and numbness. On (B)(6) 2008 the patient presented thoracic back pain. On (B)(6) 2009 the patient presented ¿complaints of significant thoracic spine pain associated left upper extremity pain as well. This chronic pain pattern that he is in is causing decreased ability for him to perform work duty, also home and family duties as well. He has significantly decreased range of motion throughout bilateral upper extremities as well as decreased strength in his left upper extremity. He is unable to return to work at this point.¿ on (B)(6) 2009 the patient presented increasing mid thoracic spine back pain ¿where he does have a significant amount of deformity¿. On (B)(6) 2009 the patient presented to the ER, back pain ¿acute exacerbation following blunt trauma to thoracic spine, pain radiating to the anterior chest¿. On (B)(6) 2009 a 3v thoracic spine xr was taken which showed ¿accentuated kyphosis. Stable multiple compression fractures with underlying degenerative changes. ¿ on (B)(6) 2009 a thoracic spine CT indicated that there ¿is kyphosis of the thoracic spine present. This has been stable since the prior exam and appears to be associated with loss of some vertebral body height. No underlying cause is identified.¿ on (B)(6) 2009 a thoracic MRI was performed which ¿again demonstrated, are the anterior wedged compression fractures ranging from t3 to ts vertebral body without evidence of retropulsion that cause s spinal stenosis or neural compression. Hyperintensity seen in the bone marrow is stable without evidence of progression. Disc height, particularly the worse one at the c6, remains stable since the last examination. Stable examination of the previously noted thoracic vertebral body fractures involving t3 through t8 vertebral bodies. On (B)(6) 2009 the patient presented cervical pain. On 5/18/09 the patient presented thoracic back pain. On (B)(6) 2009 a cervical spine MRI was conducted and demonstrated ¿some minor degenerative changes present in the cervical spine without significant compromise to the spinal canal or the exiting nerve roots. There is mild loss of vertebral body height in the upper thoracic spine which has been present on prior exams. There is also minor vertebral body hemangioma at t4.¿ on (B)(6) 2009 the patient presented kyphotic deformity of the cervical thoracic junction. ¿he had significant cervico thoracic localized pain. Complains of significant higher cervical pain. His neurologic examination appears unremarkable.¿ on (B)(6) 2009 a thoracic spine CT was conducted which demonstrated ¿exaggerated thoracic kyphosis. Stable compression of several upper thoracic vertebral bodies which is unchanged when compared to previous examination. Degenerative disc disease throughout the thoracic spine which is also unchanged.¿ a 4v thoracic spine xr (ap and lateral) was taken which indicated ¿moderate degenerative disc changes throughout. There is some anterior wedging of some of the mid thoracic vertebral bodies most notably proximally t5, 6 and 7. The appearance is stable. No spondylolisthesis. No change in alignment on flexion and extension. Stable appearance of the thoracic spine compared to (B)(6) 2009. No evidence of instability on flexion and extension.¿ a thoracic spine MRI was conducted which showed ¿no substantial interval change in the appearance of the thoracic spine including the vertebral body fractures when compared to the prior exam. No cord compression or signal abnormalities.¿ on (B)(6) 20109 patient presents pain in the upper thoracic area, centering on t3 and t4 that extends around his chest. On (B)(6) 2009 patient presented to ER a broken tooth, swelling gums and an acute dental abscess. On (B)(6) 2009 a pa and lateral chest xr was performed and compared to a (B)(6) 2008 xr. The results were as follows: ¿no acute cardiopulmonary disease. Degenerative changes of the thoracic spine with stable upper and mid thoracic vertebral body compression fractures.¿ on (B)(6) 2009 the patient presented in ER coughing, sore throat, questionable fever. Diagnosed with acute bronchitis. On (B)(6) 2010 the patient presented in ER with back spasms, thoracic back pain, and numbness of right thigh. On (B)(6) 2010 patient presented back pain. On (B)(6) 2010 the patient presented in ER with back pain and leg weakness. On (B)(6) 2010 a lumbar spine MRI was performed which indicated ¿a tiny focus of increased signal in the l1 vertebral body on t1 and t2-weighted images, consistent with a tiny hemangioma. At the ls-81 level, there is broad disc bulge, without significant central canal stenosis. There is facet and ligamentous hypertrophy causing mild bilateral neural foraminal narrowing. Visualized paraspinal soft tissues are unremarkable. No significant change from the prior exam. Stable minimal degenerative change of the lower lumbar spine.¿ a thoracic spine MRI was performed which indicated ¿overall, no significant change from the prior exam. There are stable compression deformities of t3 through t7. No significant canal stenosis or neural foraminal narrowing at any level.¿ on (B)(6) 2010 a thoracic spine CT was conducted which was compared to a prior study. The CT ¿is a stable study compared to prior study on (B)(6) 2009, with exaggeration of the thoracic kyphosis with multilevel degenerative changes within the upper thoracic spine. No critical bony spinal canal stenosis. No acute fractures or dislocations involving any of the visualized osseous structures.¿ a thoracic MRI was performed indicating a ¿kyphosis is seen in the thoracic spine which is centered around the ts-6 level. There is reduction of anterior vertebral heights seen at multiple vertebral levels from t3 to t7 l levels. No significant change is seen from the prior MRI.¿ on (B)(6) 2010 in a pre-operative doctors visit patient presented thoracic back pain, compression fracture of thoracic vertebra, back muscle spasm and fx dorsal vertebra-closed. On (B)(6) 2010 a pr and lateral chest xr was taken which showed ¿low lung volumes. There is minimal left base atelectasis. No pleural fluid. No pneumothorax. Degenerative changes involve the thoracic spine with decreased height of several vertebral bodies, stable. Low lung volumes with left base atelectasis. Degenerative changes of the thoracic spine with stable decreased heights of several thoracic vertebral bodies.¿ the patient was admitted to the hospital for surgery on (B)(6) 2010. On (B)(6) 2010 cervical, thoracic and lumbar spine cts were taken and ¿compared to the prior examination on (B)(6) 2010, no new findings have been identified.¿ ¿a kyphotic deformity of the upper thoracic spine is identified measuring up to 57 degrees. Minimal decrease in the vertebral body height within the upper thoracic spine identified with multilevel degenerative changes with no critical bony spinal canal stenosis or neural foramina! Narrowing at any level. No bony fracture or dislocation identified at any level of the thoracic spine. Multiple bridging osteophytes are identified within the upper thoracic spine. The bony spinal canal is unremarkable. Paraspinal soft tissues appear to be essentially grossly stable exam, compared to the prior study dated (B)(6) 2010. No vertebral body fractures or dislocations identified within the thoracic spine. Thoracic kyphosis measuring up to 57 degrees identified within the upper thoracic spine with multilevel degenerative changes with no critical bony spinal canal stenosis or neural foraminal narrowing at any level.¿ on (B)(6) 2010 patient was admitted following a fall resulting in a compression fracture t3-7 and underwent t3-t10 laminectomy with fixation using rhbmp-2/acs. On (B)(6) 2010 the patient was discharged from the hospital. On (B)(6) 2011 patient presented with back pain. Per the physician¿s notes, ¿he describes his pain as a 10/10 constant sharp and dull pain from his lower cervical areas to his upper lumbar areas. He has allodynia and numbness diffusely in his back in these areas as well. He denies any radiations of pain down any of his extremities, and denies numbness or weakness.¿ exam indicated sleep disturbance, anxiety and depression, gait disturbance, joint pain, joint stiffness and muscle pain. On (B)(6) 2011 the patient presented thoracic back pain at incision site, between the shoulder blades, numbness mid thoracic region, and trouble turning his neck. On (B)(6) 2011 the patient presented thoracic back pain and numbness. On (B)(6) 2011 a CT dorsal scan spine combo was taken which demonstrated ¿there is redemonstration of the exaggerated thoracic kyphosis as previously described. There is a posterior spinal fusion spanning from t3 to t10. Bilateral pedicle screws are seen at t3, t4, t6, 7, t9 and t10, with posterior fusion rods and associated crossbars. There is no evidence of hardware fracture or failure. There are no fluid collections noted within the spinal canal or in the surrounding paraspinal soft tissues or subcutaneous tissues. No new fractures are appreciated. There is redemonstration of mild decrease in vertebral body height in the upper thoracic spine which is unchanged from the previous examination. There is no definite fracture or listhesis at any level within the visualized portions of the thoracic spine. Multilevel degenerative changes are again noted with anterior osteophytes, some of which are bridging, within the upper thoracic spine, none of which are changed from the previous examination. Overall, the central bony canal is patent. There is also no evidence of significant neural foraminal narrowing.¿ on (B)(6) 2011 the patient present back pain and numbness. On (B)(6) 2011 the patient present back pain and numbness. On (B)(6) 2011 the patient present back pain and numbness. On (B)(6) 2011 the patient presents thoracic back pain, hot cold sweats, diarrhea, fever, numbness in the upper back, worsening pain, (r./o epid abscess), numbness and tingling down both arms. He also complains of ¿feeling screws in back¿. On (B)(6) 2011 the patient presents back pain and subjective fevers . On (B)(6) 2011 a thoracic spine MRI was performed which demonstrated ¿post-surgical changes related to transpedicular rod and screw fixation of t3-t10. The adjacent susceptibility artifact limit sensitivity for small postsurgical fluid collections in the operative bed and correlation with clinical exam may be more sensitive. Visualized segments of the spinal canal, however, appear patent. Nonspecific enhancement within the soft tissues of the operative bed is present, likely related to postoperative change however mr is insensitive for sterility.¿ a thoracic CT demonstrated ¿exaggerated kyphosis of the thoracic spine is seen again unchanged, multiple anterior wedge deformities are seen from t3-tb levels. Posterior spinal fusion extending from level t3-t10 seen. Bilateral pedicle screws are seen at t3, t4,t6, t7, t9 and t10. The left screw in the pedicle of t2 vertebra is displaced slightly laterally. Posterior fusion rods are also seen. There is no evidence of hardware failure or complication including osteomyelitis. No fluid collection or adjacent soft tissue swelling is seen. Mild multilevel degenerative changes with anterior osteophyte formation in the thoracic vertebral are seen. The neural canal and the foramina are within normal limits. CT thoracic spine - left screw in pedicle of t2 vertebra is displaced slightly laterally.¿ there is ¿no evidence of hardware failure or complication. Normal alignment is maintained with no fractures or listhesis. There is no significant change as compared to the prior CT study dated (B)(6) 2011.¿ on (B)(6) 2011 the patient presented with back pain and swelling near the lower portion of the thoracic spine/hardware and between the shoulder blades. A thoracic spine-t xr and thoracic spine CT was taken which demonstrated interval posterior fusion spanning t3-t10. Pedicle screws at each level excluding t5 and t8. Mild height loss of several of the vertebral bodies. These do not distinctly different than previously however. No definite new compression fracture. Moderate degenerative disc changes throughout. Visualized soft tissues grossly unremarkable. No evidence of hardware failure or acute abnormality¿. On (B)(6) 2011 the patient presented back pain and back spasms. On (B)(6) 2011 the patient presented thoracic back pain. On (B)(6) 2011 the patient presented thoracic back pain and numbness. On 9/11/11 a lumbar spine CT presented ¿there are some schmorl node deformities with vacuum joint phenomena. These involve the anterior/inferior portions of l5 and l2. No major disc protrusion. There are s1 joint osteophytes anteriorly. There was a previous study dating back to (B)(6) 2008 . There is not much change. There are some mild degenerative findings of the interspares, but they are not severe.¿ a CT of the thoracic spine demonstrated ¿there is no major fracture. This combination of findings leading to some kyphosis, but it does not appear to be acute or progressive.¿ on (B)(6) 2011 the patient presented thoracic back pain and numbness. On (B)(6) 2013 the patient presented thoracic back pain and numbness. On (B)(6) 2011 the patient presented thoracic back pain and numbness. On (B)(6) 2011 the patient presented thoracic back pain and numbness. On (B)(6) 2012 the patient presented thoracic back pain and numbness. On (B)(6) 2012 the patient presented thoracic back pain and numbness. On (B)(6) 2012 the patient presented thoracic back pain and numbness. On (B)(6) 2012 the patient presented thoracic back pain and numbness. In a (B)(6) 2012 evaluation patient presents thoracic back pain, numbness and tingling, ¿thoracic post laminectomy pain syndrome¿. On (B)(6) 2013 the patient presents back pain and numbness in the right leg, lack of sleep due to pain, upper thoracic posterior rash. On (B)(6) 2013 drug screen urine pos ranitidine (nicotine metabolite). On (B)(6) 2013 drug screen urine pos cotinine (nicotine metabolite). On (B)(6) 2013 the patient presents thoracic back pain numbness and tingling in upper spine and chest. On (B)(6) 2013 drug screen urine pos cotinine (nicotine metabolite).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.